Manufacturer narrative:
(B)(4). Method: the fascia of the complaint device was returned and visually inspected. Results: the visual inspection revealed minor scratches on the maximum pressure relief valve cover and the gas outlet port has broken off from the manifold, confirming the reported fault. A review of our records revealed no other complaints of this nature for this product manufactured in 2001. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff is tested during production for the accuracy of its manometer and valve assembly components. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage, resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900 neopuff infant resuscitator was broken. No patient consequence was reported.